Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 5086mri45, lead, implant: (B)(6) 2011. (B)(4).

Event description:
It was reported that a patient currently enrolled in the (B)(6) reported they had fallen and felt a "thumping in their chest" as well as feeling fatigued and sore. The patient also experienced diaphragmatic stimulation and some phrenic nerve stimulation a device interrogation revealed the patients left ventricular (lv) lead exhibited a rising threshold and was now not capturing at max output, had high impedance, and a cxr confirmed a dislodgement. A potential lead fracture is suspected. The lead was reprogrammed until a lead revision was completed at a later date, and another device optimization was completed after the repositioning. The lead remains in use. No patient complications have been reported as a result of this event.